Event description:
Refrence number (B)(4). Event occured in canada. It was reported that the patient experienced an infusion set serter issue on (B)(6) 2025, as the customer stated that the infusion set didn't release form casing, indicating a serter problem. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4). Device 1 of 2.